Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ insulin pen needle there was an issue with needles thru the shield which results in a sterility breach. It was stated by the customer ¿needles through shields.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: after further review of the information provided, this complaint is deemed not a reportable malfunction as there was no sterility breach.